Event description:
Pt was revised to address pain attributed to loosening of the patella. Upon exposure, it was found that one of the pegs on the patella had fractured.

Manufacturer narrative:
The product was not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation was limited to the info provided, and no conclusions could be drawn about the reported device loosening and fracture without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.